Manufacturer narrative:
Product type: catheter product ID: afr-00001. Product type: catheter. Product ID: afr-00001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, right atrial mapping was performed, and after the first catheter was removed from the body, re-prepared, and advanced to the left atrium, temperature-related error messages occurred shortly after mapping, including ¿temp. Sensor failure,¿ ¿temp circuit failure,¿ ¿temp cir. Degradation,¿ and ¿temp high,¿ which temporarily interrupted the procedure. Troubleshooting was attempted by unplugging and replugging the cable and attempting to pace from p3; the catheter interface cable was replaced, but the issue persisted. While a second catheter was prepared, left atrial mapping continued with p3 disabled and a pre-map was created, and the first catheter was removed and replaced with the second catheter; the same temperature-related errors persisted despite re-prepping the catheter and unplugging/replugging the catheter interface cable. The system was rebooted, after which the errors stopped and left atrial ablation proceeded; the second catheter was later removed due to a near-empty saline bag, a new saline bag was attached, and the catheter was re-prepared and reinserted into the left atrium, after which the temperature-related errors recurred. The second catheter was removed and replaced with a third catheter, and the remaining left atrial lesions were completed without issue; the catheter was then brought back to the right atrium and a superior vena cava lesion set was completed. During an attempted cavotricuspid isthmus line, on the second lesion attempt the temperature began oscillating between high and low, the patient temperature display was stuck on ¿hi,¿ and ¿temp. Sensor failure¿ and ¿patient temperature error¿ messages were observed, and the physician ended the procedure early after three catheter failures, with pulmonary vein isolation, posterior wall ablation, and the superior vena cava lesion set completed and the cavotricuspid isthmus line not completed. The case was aborted while the patient was under general anesthesia. No patient symptoms, injury, hospitalization, or medical or surgical intervention were reported. No patient complications have been reported as a result of this event.